Manufacturer narrative:
(B)(4). Concomitant medical products: 00596403210, articular surface size ef 10 mm height "use with plate 3, 632121224. 00596401551, femoral component option size e left compatible with lps-flex prolong, 63204878 .00597206529, all poly patella standard cemented size 29 mm diameter 8.0 mm thickness, 63276903. Report source: foreign: (B)(6). Review of the provided photo found signs of being implanted. The device was not returned for further evaluation. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty on an unknown date. Subsequently, the patient was revised due to tibial loosening. Attempts have been made and no further information has been provided.